Event description:
A primary knee replacement was performed in the presence of a stryker rep. The rep reported, ¿following on from normal prep for a triathlon tkr, I picked the implants out of the implant trolley, which was located in the theatre. The implants were size 4 right triathlon ps, size 4 triathlon baseplate and a size 4 ps tibial insert, I cannot remember the thickness. I showed the surgeons the implant boxes, who confirmed they were the correct ones. I then handed them to a member of the nursing team (un-scrubbed) and the implants were placed on a side table. The boxes were then opened and handed to the scrub nurse. Shortly after the cement had set, the knee in question didn¿t look right. It was a right implant in a left knee. Surgeon informed the implant was wrong. Surgeon asked whether the knee would work being the wrong side. I answered it would not. The surgeon attempted to remove the femoral component and a small piece of the femoral condyle came away which was cemented to the femoral component. At this point, three other surgeons scrubbed to assist. They proceeded to remove the femoral component and then repaired the left lateral condyle which had broken off. They did this using cancellous bone screws. Once the condyle was repaired, it was decided surgically that a ts femoral component would be required. Unfortunately the ts kit had been used earlier in the day, so ao reamers were used to allow for the ts femoral boss up to a diameter of 16mm and a cemented stem. The surgeons requested a 9mm x 100mm cemented stem for stability. The definitive femoral component and stem were used as a trial. The trial, using definitive components reduced and tracked well. New cement was mixed and the size 4 femoral component of a triathlon ts left was cemented in place. A triathlon ps insert was then used after trialing with ps trials. I forget what thickness the insert was, however know that it was thicker than 9mm or 11mm.¿